Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following the patient's abandoned trial procedure, patient started experiencing new pain, inability to walk and incontinence. Patient is currently following up with a pain physician to address the issue.

Manufacturer narrative:
Date of event is estimated.